Event description:
It was reported that patient passed away due to right ventricle thrombosis. It was probable that there were changes to patient condition or anticoagulation status that may have contributed. There were no recent changes to pump parameters. The patient's outcome was not device or therapy related. An autopsy would not be performed, and the device would not be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU, rev. B and the heartmate 3 patient handbook, rev. B are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism (including venous and arterial non-central nervous system) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.